Event description:
It was reported that during the surgical procedure, a 3.5 cannulated screw was placed over the guide wire. The screw was then screwed in, becoming blocked or stuck over the guide wire and unable to be advanced or reversed. The specialist then decided to completely remove the guide wire and screw. After several maneuvers, they were able to be removed, and they came out together, not separated. Another guide wire and screw were then inserted without any problems, thus completing the surgery successfully, without discomfort for the specialist, without affecting the patient, and without altering the surgical time.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the product was not returned to j&j medtech orthopaedics. However, photos were provided for review. The photo investigation revealed that the guidewire ø1.25 w/thread-tip w/trocar l1 was assemble with the mating device, however, it is not possible to confirm the poor interaction between the devices, as the analysis is based on photography. Therefore, the complaint allegation cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the guidewire ø1.25 w/thread-tip w/trocar l1 would have not contributed to the complained device issue. Based on the investigation it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 292.620-15. Lot: 38870p5. Manufacturing site: balsthal. Release to warehouse: 20-nov-2024. A DHR evaluation was performed for the finished device article # 292.620-15, lot # 38870p5, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: g4 [PMA/ 510(k)], h4. Corrected: d4 (primary UDI number), g1 (manufacturing site name). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): part: 292.620-15, lot: 38870p5, manufacturing site: balsthal, release to warehouse: 20-nov-2024. A DHR evaluation was performed for the finished device article # 292.620-15 lot # 38870p5, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.